Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. The definitive cause of the customer's experience cannot be determined at this time. The investigation is ongoing. Physical evaluation of the complaint device reveals: the user's report is confirmed. The power button is stuck in the recessed position. The software version is out of date. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported prior to a non-specified procedure using an evis exera iii video system center, the power button was stuck in the recessed position and could not be pushed. The intended procedure was completed with a different device. There was no patient impact related to this occurrence.

Manufacturer narrative:
This report is being updated to provide investigation. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. It was confirmed that the design was changed due to durability issues identified with the power switch. Products with the countermeasures implemented have been shipped since november 18, 2013. Conclusion: it is concluded that the power switch has been worn and damaged due to long-term use (seven years and ten months have passed since delivery). The cause of the breakage of the power switch is likely due to the identified problem with durability. This durability was identified and addressed in countermeasures 13nov2013 (after this device was shipped).